Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced alopecia ("hormonal changes describe: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("neurological conditions or problems type:seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs was received. Previously added injury nos was replaced with pelvic pain and new events hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, bladder infection, urinary tract infection, vaginal infection, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, seizures, dysmenorrhea, dyspareunia, vaginal discharge, vision/eye problems, weight gain, vaginal pain, she did not undergo essure confirmation test were added. Date of removal was added. Aka name was added. Historical drug was added. Patient demographic was added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity. Current weight 180 lbs. Previously administered products included for an unreported indication: depo provera from 2003 to 2004. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced alopecia ("hormonal changes describe: hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("neurological conditions or problems type:seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.